Manufacturer narrative:
Pr#: (B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
The customer reported that during system calibration, an uninterruptible power supply (ups) battery alarm was sounding. A philips field service engineer (fse) confirmed that the battery had leaked battery acid outside the ups cabinet. The fse confirmed there was no harm to a patient, operator, or bystander due to this issue. The fse replaced the failed ups and battery to resolve this issue.